Event description:
It was reported that a patient died coincident with automated peritoneal dialysis therapy. The cause of death was not reported. It was not reported if the patient was hospitalized prior to or at the time of death. It was not reported if an autopsy was performed. The patient was connected to the baxter healthcare homechoice device at the time of death. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned to baxter. A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. Should additional relevant information become available, a supplemental report will be submitted.